Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
During endotronix internal monitoring, sensor inaccuracy was suspected. The endotronix clinical specialist notified site coordinator reporting that this patient needs to have a recalibration via right heart catheterization (rhc) to check the accuracy of the sensor and to treat the patient per standard of care for congestive heart failure.

Manufacturer narrative:
H11: updated sections: b4, g3, g6, h2, and h6 h2: the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. In (B)(6) 2025, the sensor was identified via endotrinix's proactive monitoring for potential sensor inaccuracy. A divergence between mean pulmonary artery pressure (mpap) and pulse pressure did not correlate with the patient's weight or reading position. A recalibration procedure via right heart catheterization was initially scheduled; however, in (B)(6) 2025, the patient suffered a stroke following an ablation procedure for ventricular tachycardia. The patient was unenrolled from the endotronix hf study and consequently, confirmation of the suspected sensor inaccuracy is not possible. The reported event remains unconfirmed.